Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The contra-angle 46347 (2012) was very dirty and has been cleaned. The clamping system was defective, it was repaired. The head drive was completely renewed. Function test without errors.

Event description:
In this event it was reported that a contra angle 6:1 for vdw. Contra angle would not hold files; no injury resulted.